Manufacturer narrative:
Evaluation summary: it is possible that the device was dropped or handled roughly during transit. If so, the weight of the device could have potentially cracked the inner cavity. Without further information or the components for review, however, an exact cause for the reported condition cannot be determined at this time. None of the packaging components were returned for review. Manufacturing documentation for the reported device was reviewed and indicates it was manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that upon opening, the inside packaging was found to be cracked due to the weight of the implant. As the outer seal was intact, the surgeon proceeded to implant the device.